Event description:
It was reported that the pt had trouble initiating communication between the ipg and the pt magnet. The pt also indicated that the magnet is chipped and its finishing has been worn off. In an effort to resolve the issue a replacement magnet was sent to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.